Event description:
(B)(4) - since implantation, there has been a constant decreasing of ventricular sensing, despite the lead appearing to be fixed in the same position. During repositioning, the screw was retracted with difficulty and then it wasn't possible to introduce a stylet in the lead lumen. Due to the impossibility of lead maneuverability, the lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. Visual inspection demonstrated damages of the lead's distal part. The ring electrode and the distal shock coil were found deformed. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.